Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) was analyzed and found to have the conductor wire broken at back end when the housing was removed. The instrument failed the electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the coagulation of the monopolar curved scissors instrument did not work. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.